Event description:
The event is reported as: the respiratory therapist was called into the room because the nurse noticed an asystole reading on the (B)(4) monitor. The neptune heater was turned off and the monitor read a normal cardiac rhythm. No patient injury or intervention reported.

Manufacturer narrative:
The sample was returned for evaluation, but the results of the evaluation, are not available at the time of this report.